Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. Attempts to gather additional info were made on (B)(4) 2011 to the user facility. To date no response has been received. If additional pertinent info becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen PICC. The customer reported the catheter was cracked and leaking from the hub.